Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) there was a perforation that resulted in contrast staining leading into the pericardium. The ipg was ultimately placed and remains in use. No further patient complications have been reported as a result of this event.